Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient could not turn stimulator on. It was clarified she couldn¿t turn stimulator on because she was seeing the poor communication screen. The patient didn¿t use an antenna. It was reviewed placing patient programmer (pp) directly over ins and sync with ins, the issue of poor communication wasn¿t resolved. Patient wasn¿t recently implanted or had revision surgery. It was stated the patient had the pp against her skin directly on top of her device, the device did not seem tilted and no weight changes. It was noted the pp had no telemetry with or without antenna. No further complication and no symptoms were reported. Additional information was received from the patient. The patient reported the replacement sent did not resolve their issue with turning on their stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.